Event description:
Consumer alleges the seat cracked at the seam and little by little the crack got larger, consumer got pinched by the seat. The end user did not receive any medical treatment due to the pinching. The seat will be replaced.